Event description:
Baxter (B)(4) received a report that a 2 ml/hr large volume infusor had a broken fill port upon removal from the carton. This condition has the potential to interrupt therapy or breach the sterile pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. The sample is available. No additional information is available.

Manufacturer narrative:
(B)(4).this device is manufactured for distribution outside of the united states and does not have a 510(k) number. However, this product is being reported because it is same as or similar to a product distributed within the u.s.additional narrative:the device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one unfilled unit for evaluation. Visual examination of the unit confirmed that the yellow coil cap was separated from the large volume (lv) cover. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation of the separated/cracked coil cap is in progress through (B)(4).